Event description:
Dr. Was using the fenestrated bipolar forceps during a robotic assisted laparoscopic umbilical hernia repair with mesh and the instrument broke (intra-abdominal while in use). No fragments were left behind but the wires on the robotic instrument were exposed. Robotic coordinator was notified.